Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is protruding further than the patient would like causing discomfort. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received shows the patient had an ipg revision on 02 dec 2019 where the ipg was buried deeper and sutured in place which resolved the issue.